Manufacturer narrative:
Troubleshooting of the device with the customer identified that their battery pack was expired with a labeled expiration date of 10/31/2023. The cause of their AED not powering on was identified as a failure to maintain the AED.

Event description:
A customer reported that their AED would not power on with their dbp-1400 battery pack serial number (B)(6).